Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 4/5/2024: the pump was tested with the testing protocol for battery and power complaints according to document # (B)(4). The pump's event log was pulled as part of the investigation and upon review it was noted that several abrupt power offs were found in the log, as reported by the end user. An abrupt power off can be seen below on event lines 237 and 254 by the "log_event_on" code without an "log_event_off" code before it: seeing the code "log_event_on" code without an "log_event_off" code before it points to the abrupt power off as it means that the pump had to be powered on without being powered off prior, meaning that it turned off on it's own. A 119.6 ml infusion was ran on the pump instead of a 100 ml infusion, resuming the pump's current parameters with a vtbi of 119.6 ml with a rate of 2.6 ml per hour for 45 hours and 52 minutes. The infusion was unable to complete as the pump abruptly powered off during the infusion. A new battery was put into the pump and the battery level was reset. The same infusion was reran and the pump powered off again, unable to successfully complete the infusion. The pump was opened up for further investigation and there were no loose components or connections noted inside of the pump. Functional testing confirmed the reported condition and was duplicated during testing. Reported issue found, device not performing to specification. This complaint has been reviewed, evaluated, and determined to be a part of an ongoing CAPA.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 03/13/2024, infutronix received a report that a pump powered off on its own without warning, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. No patient harmed. Requested device to be returned.